Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2250 mcg/ml at 471.4 mcg/day and clonidine 400 mcg/ml at 471.4 mcg/day via an implantable pump. It was reported that during a routine pump replacement procedure, the physician wanted to reduce the catheter length at the pump pocket. The physician originally asked for an 8785 connector piece. The physician used it and successfully connected existing pieces after trimming them. Upon further investigation, the physician noticed a kink at the proximal end of the pump segment. The physician then decided to use a pump segment revision kit and revise the entire pump segment. The existing tip segment of catheter was still in use. The physician made the medical decision to custom prime the pump and pump segment instead of aspirating the entire catheter. The physician updated the pump. No changes were made to dose or drug concentration. It was unknown what factors had contributed to this issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-apr-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.